Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn at the ok button. During testing, all of the pump keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination was found under any button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad cover was damaged and the ok keypad button subsequently became under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.